Event description:
It was reported that the left ventricular (lv) lead had oversensing noted when the device was programmed to integrated bipolar due to the lv lead being placed in the rv port. The right ventricular lead showed poor r wave sensing and double counting when the device was programmed to integrated bipolar configuration due to the lv lead being placed in the rv port. It was also reported that the pace sense portion of the rv lead was placed in the lv port. Additionally, there was an alert triggered due to the superior vena cava (svc) showing high and unstable impedance measurements and a possible fracture. A revision is planned for the lv lead and replacement is planned for the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694958 implantable tachy lead, implanted: (B)(6) 2006; 5076 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).